Manufacturer narrative:
An investigation of the flu a and sars-cov-2 targets of alinity m resp-4-plex amp kit (list 09n79-090) lots 525460, 526393, 526483, 527403 and 527602 was performed. Customer data review: the review of the customer data demonstrated that the assay software and the alinity m resp-4-plex amp kit (list 09n79-090) lots 525460, 526393, 526483, 527403, and 527602 are performing as expected for the flu a and sars-cov-2 targets. The reported samples are near or close to limit of detection (lod). Therefore, the results may not be reproducible. Different platforms may have different sensitivity therefore if the reported sample is near or close to lod, the result may not be reproducible. Quality data review: review of the manufacturing packet for the alinity m resp-4-plex amp kit (list 09n79-090) lots 525460, 526393, 526483, 527403, and 527602 did not identify any issues which could result in the reported complaint for the flu a and sars-cov-2 targets. CAPA review: a CAPA review of alinity m resp-4-plex amp kit (list 09n79-090) lots 525460, 526393, 526483, 527403, and 527602 did not identify any issues which could result in the reported complaint for the flu a and sars-cov-2 targets. Complaint history review: no records related to the reported complaint were found and did not identify any issues which could have led to the reported complaint for the flu a and sars-cov-2 targets. Based on the results of the investigation, a product deficiency for the flu a and sars-cov-2 targets of alinity m resp-4-plex amp kit (list 09n79-090) lots 525460, 526393, 526483, 527403 and 527602 was not identified. An investigation of the rsv and/or flu b targets of alinity m resp-4-plex amp kit (list 09n79-090) lots 525460, 526393, 526483, 527403, and 527602 was performed. The elevated complaint investigation confirmed that this complaint is the same event identified in a nonconformance for an increase in weak/late rsv and/or flu b positives observed on specific lots of the alinity m resp-4-plex assay (list 09n79-090 and 09n79-096) resulting in false positive and negative control reactive samples. Technical product support testing indicates there has been an increase in false positive rate for the flu b and rsv targets, with several lots exceeding the product requirement of "for the negative panel members, 98% or greater of replicates shall report a negative result for flu a, flu b, rsv, and sars-cov-2 (negative rate greater than or equal to 98%)" per alinity m resp-4-plex assay product requirements for rsv and flu b. This study also demonstrates no significant impact to sars-cov-2 or flu a targets. For these specific lots of alinity m resp-4-plex assay (list 09n79-090 and 09n79-096), a product deficiency was identified. Additional quality control mitigations have been put in place to prevent reoccurrence. All subsequent lots of alinity m resp-4-plex amp kits are not impacted. Urgent field safety notice / field correction recall ((B)(4)) was issued on november 22, 2022 to address this issue. This action was communicated to the FDA on november 22, 2022 ((B)(4)). The following mdrs were also reported as related to (B)(4): 3005248192-2022-00709 follow up report 1 3005248192-2022-00744 follow up report 1 3005248192-2022-00765 follow up report 1 3005248192-2022-00796 follow up report 1 3005248192-2022-01095 3005248192-2022-01096 3005248192-2022-01097 3005248192-2022-01098 3005248192-2022-01099 3005248192-2022-01100 3005248192-2022-01101 3005248192-2022-01102 3005248192-2022-01103 3005248192-2022-01104 3005248192-2022-00716 follow up 01 3005248192-2022-00791 follow up 01 3005248192-2022-00735 follow up 01 3005248192-2022-00705 follow up 01 3005248192-2022-01123 3005248192-2022-01124 3005248192-2022-01125 3005248192-2022-00752 follow up 01 3005248192-2022-00753 follow up 01 3005248192-2022-00743 follow up 01 3005248192-2022-00719 follow up 01 3005248192-2022-00978 follow up 01 3005248192-2022-00979 follow up 01 3005248192-2022-00980 follow up 01 3005248192-2022-00937 follow up 01 3005248192-2022-01017 follow up 01 3005248192-2022-01018 follow up 01 3005248192-2022-01148 3005248192-2022-00934 follow up report 1 3005248192-2022-00942 follow up report 1 3005248192-2022-00943 follow up report 1 3005248192-2022-00944 follow up report 1 3005248192-2022-00945 follow up report 1 3005248192-2022-00946 follow up report 1 3005248192-2022-00920 follow up report 1 3005248192-2022-00921 follow up report 1 3005248192-2022-00922 follow up report 1 3005248192-2022-00923 follow up report 1 3005248192-2022-00924 follow up report 1 3005248192-2022-00925 follow up report 1 3005248192-2022-00926 follow up report 1 3005248192-2022-00927 follow up report 1 3005248192-2022-00928 follow up report 1 3005248192-2022-00929 follow up report 1 3005248192-2022-00930 follow up report 1 3005248192-2022-00931 follow up report 1 3005248192-2022-01198 3005248192-2022-01199 3005248192-2022-01200 3005248192-2022-00707 follow up report 1 3005248192-2022-00757 follow up report 1 3005248192-2022-00718 follow up report 1 3005248192-2022-00964 follow up report 1 3005248192-2022-00965 follow up report 1 3005248192-2022-00966 follow up report 1 3005248192-2022-00967 follow up report 1 3005248192-2022-00968 follow up report 1 3005248192-2022-00969 follow up report 1 3005248192-2022-00970 follow up report 1 3005248192-2022-00971 follow up report 1 3005248192-2022-00798 follow up 01 3005248192-2022-01206 3005248192-2022-00800 follow up report 1 3005248192-2022-00801 follow up report 1 3005248192-2022-00742 follow up report 1 3005248192-2022-00883 follow up report 1 3005248192-2022-00884 follow up report 1 3005248192-2022-00885 follow up report 1 3005248192-2022-00886 follow up report 1 3005248192-2022-00887 follow up report 1 3005248192-2022-00888 follow up report 1 3005248192-2022-00889 follow up report 1 3005248192-2022-00890 follow up report 1 3005248192-2022-00891 follow up report 1 3005248192-2022-00892 follow up report 1 3005248192-2022-00893 follow up report 1 3005248192-2022-00894 follow up report 1 3005248192-2022-00895 follow up report 1 3005248192-2022-01207 3005248192-2022-01223 3005248192-2022-00899 follow up report 1 3005248192-2022-01239 3005248192-2022-01241 3005248192-2022-00878 follow up 01 3005248192-2022-00879 follow up 01 3005248192-2022-00880 follow up 01 3005248192-2022-00881 follow up 01 3005248192-2022-00882 follow up 01 3005248192-2022-00907 follow up 01 3005248192-2022-00908 follow up 01 3005248192-2022-00909 follow up 01 3005248192-2022-00910 follow up 01 3005248192-2022-00911 follow up 01 3005248192-2022-00794 follow up 03 3005248192-2022-00804 follow up 01 3005248192-2022-00912 follow up 01 3005248192-2022-00913 follow up 01 3005248192-2022-00810 follow up 03 3005248192-2022-00811 follow up 02 3005248192-2022-00812 follow up 02 3005248192-2022-00813 follow up 01 3005248192-2022-00816 follow up 01 3005248192-2022-00817 follow up 01 3005248192-2022-00818 follow up 01 3005248192-2023-00002 3005248192-2023-00005 3005248192-2022-00823 follow up 01 3005248192-2022-00824 follow up 01 3005248192-2022-00825 follow up 01

Event description:
On (B)(6) 2022, sid (B)(6) generated a false positive result on the flub target and sid (B)(6) generated a false positive result on the cov2 target when running the alinity m resp-4-plex assay the samples were repeated and resulted negative on another technology. Laboratory also runs liat, roche, palex and genexpert. The false positive results were not reported outside of the laboratory. There was no reported impact to patient management. This incident is being reported to FDA because the incident occurred in spain using the alinity m resp-4-plex assay, list number 9n79-90, which is the same/similar to the alinity m resp-4-plex assay, list number 9n79-96, which received FDA eua approv.

Manufacturer narrative:
Elevated complaint investigation will be initiated. Note: lot, expiration, UDI, manufacture date and PMA number have been left blank as this MDR is being submitted on the basis that alinty m resp-4-plex amplification reagent kit (list 9n79-90) is similar to the alinity m resp-4-plex amplification reagent kit (list 9n79-96) sold in the united states. Ticket does not reference a us list 9n79-96 lot number. The following mdrs are being submitted in association with this observation: 3005248192-2022-00804, 3005248192-2022-00805, 3005248192-2022-00806, 3005248192-2022-00807, 3005248192-2022-00808, 3005248192-2022-00809, 3005248192-2022-00810, 3005248192-2022-00811, 3005248192-2022-00812, 3005248192-2022-00813, 3005248192-2022-00814, 3005248192-2022-00815, 3005248192-2022-00816, 3005248192-2022-00817, 3005248192-2022-00818, 3005248192-2022-00819, 3005248192-2022-00820, 3005248192-2022-00821, 3005248192-2022-00822, 3005248192-2022-00823, 3005248192-2022-00824, 3005248192-2022-00825, 3005248192-2022-00827, 3005248192-2022-00828, 3005248192-2022-00829, 3005248192-2022-00830, 3005248192-2022-00831, 3005248192-2022-00832, 3005248192-2022-00833, 3005248192-2022-00834, 3005248192-2022-00835, 3005248192-2022-00836, 3005248192-2022-00837, 3005248192-2022-00838, 3005248192-2022-00839, 3005248192-2022-00840, 3005248192-2022-00841, 3005248192-2022-00842, 3005248192-2022-00843 3005248192-2022-00844, 3005248192-2022-00845, 3005248192-2022-00846, 3005248192-2022-00847 3005248192-2022-00848, 3005248192-2022-00849, 3005248192-2022-00850, 3005248192-2022-00851, 3005248192-2022-00852, 3005248192-2022-00853, 3005248192-2022-00854, 3005248192-2022-00855, 3005248192-2022-00856, 3005248192-2022-00857, 3005248192-2022-00858, 3005248192-2022-00859, 3005248192-2022-00860, 3005248192-2022-00861, 3005248192-2022-00862, 3005248192-2022-00862, 3005248192-2022-00863, 3005248192-2022-00864, 3005248192-2022-00865, 3005248192-2022-00866, 3005248192-2022-00867, 3005248192-2022-00868, 3005248192-2022-00869, 3005248192-2022-00870, 3005248192-2022-00871, 3005248192-2022-00872, 3005248192-2022-00873, 3005248192-2022-00874, 3005248192-2022-00875, 3005248192-2022-00876.